Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the atrial connection port was broken and it was additionally noted that the upper case was cracked at the boss, the lock button on the keypad was flat but functional, the lower case was damaged, the display wire insulation was pinched but not compromised and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connection port. The epg was returned for service. There was no patient involvement.